Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the mobile system. (B)(4). Device was not returned to manufacturer.

Event description:
Reporter stated the customer received results of 601 mg/dl and 120 mg/dl on the mobile system within 5 minutes. At a later time, the customer received a result of 318 mg/dl on the mobile system and 120 mg/dl on an aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the test strips have been discarded and the lot number is not available.